Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) experienced system failure and communication loss on multiple devices. The biomedical engineer restarted the central nurse's station (cns) and the bedside monitor (bsm), which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) experienced system failure and communication loss on multiple devices.